Event description:
Information received indicates the head of the bed is drifting down.

Event description:
It was reported the implanted intraocular lens(iol) was removed and replaced without complication at 5 weeks post-operative, due to the improper power initially implanted.

Manufacturer narrative:
Examination of the intraocular lens (iol) at the manufacturing confirmed the diopter of the lens was correct as labeled, 17.5 diopters. All other optical measurements met specifications. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
The intraocular lens (iol) was received and is currently being analyzed at the manufacturing site. Physician stated the initial implant was the improper iol power. The device met all manufacturing specifications prior to release.